Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the surgeon attempted to use the syringe, the finger holder snapped off, causing the broken glass to puncture the surgeon's glove. Two other syringes with the same lot number were used without incident." Additional information received on april 23, 2026, indicated that "the procedure could proceed without awakening the patient using another syringe. The finger holder snapped off, and the broken glass punctured the surgeon's glove." No further information is available.